Event description:
Woke up with sore eye; redness; swollen upper lid, swelling/soreness has increased daily since then; had no reason to believe it might be solution. Received a news story via email warning me there was something wrong with amo moisture plus multipurpose soft contact lens solution; which is why I'm reporting this. Used for five days, in 2007, daily.